Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage, stroke and death are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
The patient underwent successful thrombectomy procedure for an embolus of the left middle cerebral artery with the retriever (subject device). After the procedure, the patient's nihss was 15 with a tici score of 2b. Approximately 4 hours post procedure, a computerized tomography (CT) scan confirmed a symptomatic intracerebral hemorrhage (ich) at the treatment site. An unspecified time after, the patient experienced hemorrhagic infarction and no additional treatment was performed. Approximately 2 days later post the index procedure, the patient died due to the hemorrhagic infarction. The physician's opinion was that the patient's ich was related to the device as it was confirmed in the treated area. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
The patient underwent successful thrombectomy procedure for an embolus of the left middle cerebral artery with the retriever (subject device). After the procedure, the patient's nihss was 15 with a tici score of 2b. Approximately 4 hours post procedure, a computerized tomography (CT) scan confirmed a symptomatic intracerebral hemorrhage (ich) at the treatment site. An unspecified time after, the patient experienced hemorrhagic infarction and no additional treatment was performed. Approximately 2 days later post the index procedure, the patient died due to the hemorrhagic infarction. The physician's opinion was that the patient's ich was related to the device as it was confirmed in the treated area. No further information is available.